Event description:
Battery & channel b issue/wont turn on- there was no patient involvement. (B)(6) 2019 13:07:23 (B)(6) po for (B)(6) approved by (B)(6). Shipping & billing addresses confirmed. *for credit card payment please contact: (B)(6) (see above) (B)(6) 2019 05:47:09 (B)(6). Physical damage. Customer stated channel b was confirmed due to a broken drive and bad nicad and ltihium batteries that failed to hold charge. Also found broken pole clamp. Awaiting for customer's approval with major repair. (B)(6) 2019 08:44:02 (B)(6). Updated from mnr to mjr for the major repairs needed per tony (B)(6), service tech. Repair approved by (B)(6), biomed, at (B)(6). Repair to be charged to customer's credit card -- po as is, is sufficient as confirmed by (B)(6). (B)(6) 2019 07:10:27 (B)(6). Cracked case at top insert, replaced it a new case assembly. (B)(6) 2019 07:37:39 (B)(6). Replaced them a new pole clamp, a new drive module on channel b, and new nicad and lithium batteries. (B)(6) 2019 09:41:16 (B)(6).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The database showed no quality notifications were opened for the device. \the customer stated that there was no patient involvement.

Event description:
(B)(6).